Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous high aspartate aminotransferase (ast) result generated by unicel dxc 600 pro synchron chemistry analyzer. The sample was reported out of the laboratory and questioned by the physician, since the patient had lower ast result previously. The result was repeated twice on the same instrument and lower results were obtained. Patient treatment was not impacted by this event.

Manufacturer narrative:
Control results before the event were within established ranges. Per customer's request, qa contacted the customer and explained that residual blood on the tube cap could have caused high ast flyer. Customer stated the tube cap was not wiped off the tube prior to use, since residual blood was observed. Root cause is unknown for this event.